Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2018 a device was explanted due to pocket infection. Once treated a new device was implanted on (B)(6) 2018. No further adverse effects were reported. The device is not expected for return and analysis.